Manufacturer narrative:
The technician was shocked by the charger. The charger is made of plastic, problem seemed to be caused by user static shock. The unit is functioning properly, and no injuries were reported. Implementing anti-static measures will prevent future shocks. Any additional information about this incident will be included in a follow-up MDR. No injuries were reported.

Event description:
The detector into the table was not charging, and when pulled out, the technician was shocked.